Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 23mm epic valve was implanted. On (B)(6) 2020, the valve was explanted due to structural valve deterioration and endocarditis. A new 23mm epic valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of structural valve deterioration and endocarditis was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.